Event description:
It was reported that six hours post op of a hemorrhoidectomy procedure, the pt was bleeding around the staple line and had to be reoperated. The surgeon placed a stitch around the staple line. The pt is doing fine.

Manufacturer narrative:
Information not available, device not returned for analysis.